Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a disconnection between the patient line of the homechoice cassette and a luer transfer set was reported and is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on a homechoice device during peritoneal dialysis therapy. This event occurred during the initial drain. The patient was not connected at the time of the alarm. During troubleshooting, the registered nurse (rn) stated that either the patient disconnected from the patient line or that the patient line became disconnected from the transfer set. The renal therapy service agent (rtsa) advised the patient to close all clamps. The rtsa had the rn cycle power twice and checked the alarm log. The rn confirmed there was a se 2240 and assisted the patient in getting the cassette out and advised to start with new supplies. The rtsa reviewed proper procedures with the customer. There was no patient injury or medical intervention associated with this event. No additional information is available.